Event description:
It was reported that there was an infection so the anchors were explanted and nothing was implanted in their place.

Manufacturer narrative:
Additional information will be provided once investigation is complete.